Event description:
When firing echelon 60 stapler, the stapler stops half way. Md then has to reverse the stapler to release the stapler from the tissue. This happened twice with two different staplers and two different grey reloads. The first was after five previous uses and the second incident was the first time firing the stapler. Ethicon rep was called and came in for case.